Event description:
The customer alleged that their dash monitor failed to alarm for asystole. There was a pt death associated with this event.

Manufacturer narrative:
The investigation team reviewed the cic logs and the investigation revealed that an asystole alarm was called at 9:01:39 am which triggered a crisis alarm. The alarm volume was 70% at the cic in the nursing unit and 10% at the cic in the monitor tech room. An asystole alarm was called again at 9:03:17 am which again triggered a crisis alarm. The cic was then silenced and the dash monitor was placed in alarm pause at 9:03:19 am. Thus the investigation result concluded that the system alarmed at the time of the event and the device performed as per specification.